Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported issue. Although the issue was not duplicated, the pse replaced the data acquisition (da) printed circuit board assembly (pcba) for preventive measures. After cleaning the device and successfully performing tests, the device was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the pressure against the set value was abnormal during periodical device checking outside of clinical use. The device kept operating when the issue was observed. There was no patient involvement at the time the issue was discovered. The sales representative visited the hospital and replaced the device with another v60.

Manufacturer narrative:
E1 - (B)(6).

Manufacturer narrative:
The data acquisition (da) pcba from the device was returned to the product investigation lab (pil) for analysis. Functional analysis was performed and identified that the device pressure accuracy testing passed. In addition, the pil technician verified that the average machine and proximal pressure were within the expected range at 0 cmh2o. The suspect da pcba operated on the standard test bed (stb) without any issues. There was no fault found. D4 - product UDI number is corrected.